Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead exhibited increased impedance measurements greater than 2,500 ohms. In addition, no pacing was observed in both bipolar and unipolar configuration. A chest x-ray was performed and revealed a fracture at the suture sleeve. The patient had an intrinsic rhythm and had not experienced any adverse events. A revision procedure was performed. A lead fracture was confirmed between the lead tip and the suture sleeve. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
A new right ventricular lead was implanted. As the fractured lead was not returned to boston scientific, the clinical observations could not be confirmed. As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.